Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred for the past 6 months, but had been occurring more recently. Customer¿s blood glucose at the time of the call was 117 mg/dl. Reportedly, the customer had manual injections as backup for insulin therapy. The customer declined follow up from customer technical service. No additional information was provided.